Event description:
Noise was observed on the ventricular channel via review of the egms. It was noted that the patient received inappropriate shocks few years ago. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.